Event description:
It was reported the pt had not recharged the ipg in the past 3 to 4 months. The replacement charger did not communicate with the ipg. The pt has been without stimulation for the last 5 months. A physician consult and system interrogation is scheduled.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.